Manufacturer narrative:
Patient's weight provided. Updated to proper value.

Manufacturer narrative:
Patient weight not available from the site. Missing lot number and UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during equipment set-up for a sacroiliac and thoracolumbar procedure, the screws were stripped on the short spinous process clamp. The surgeon switched to the tall spinous clamp to proceed with the case. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that there was no actual issue with the clamp.